Event description:
It was reported that during surgery, that the electrodes on the tube did not sense on the nerve of the patient. Another tube was used and worked fine. The procedure was then completed without further incident. There was no report of injury to the patient.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. (B)(4). A sample was returned with original packaging including outer carton with label and inner pouch with label. Labeling identified the sample as item # 8229306, 6mm nim emg endotracheal tube from lot # 0205730573. The tube appeared unused, except for the lead wires, which were unwound. The tube was examined visually under normal lighting conditions, no anomalies were noted. Under 20x magnification, a small amount of bio debris was noted. A fluke 21 multimeter (asset # 1153-j cal due (B)(4)) was used to check resistance across the length and each lead from connector to electrode at the exposed area, and check for electrical shorts between leads. The red leads measured 3.0 ohms each, the blue leads measured 2.9 and 3.1 ohms. These values are within tolerance as per drawing 66f1325 emg et tube harness, long. "Resistance of each lead to be between 1.7 and 3.7 ohms." Cuff was inflated with air (20 ml) and submerged in water as per xpi-s 8229306 emg et tube reinforced section 12.39 cuff water test. No bubbles were observed. The tube met with specifications and the cause for the complaint could not be determined. This complaint is unconfirmed for failure to stimulate nerve. Device description: the medtronic nim standard reinforced emg endotracheal tube and the nim contact reinforced emg endotracheal tube are (B)(4). The electrodes are designed to make contact with the patient's vocal cords to facilitate electromyographic (emg) monitoring of the vocal cords during surgery when connected to a multi-channel emg monitoring device. Both the tube and cuff are (B)(4) that allows the tube to conform readily to the shape of the patient's trachea with minimal trauma to tissues. The medtronic nim family of nerve monitors is the recommended emg monitor for use with the emg endotracheal tube. All references to connections and technical specifications for emg monitors contained in these instructions are made with references to the nim family. Medtronic recommends that the user consult the nim user's guide for determining proper settings of the nim and instructions for intraoperative emg monitoring and motor nerve location and stimulation. Intended use / indications for use: the emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. IFU warnings: avoid false negative responses (failure to locate nerve), which may be caused by: neuromuscular fatigue from prolonged or repeated exposure to electrical stimuli; deep anesthesia, which may suppress neuroelectrical activity of the recurrent laryngeal nerve; insufficient contact between the electrodes and vocal cords due to misplacement or using a tube size that is too small; displacement during the procedure when rotating the patient's head and neck; do not rotate patient's head and neck during monitoring, as misplacement of the emg tube may occur resulting in false negative responses; do not attempt to manipulate an emg tube with an inflated cuff after insertion. Manipulating a tube with an inflated cuff may cause partial airway blockage at the tip and/or murphy eye, cuff herniation or tip deflection. Ensure that the cuff is fully deflated before any manipulation and confirm that the airway is free of any potential occlusion after repositioning.